Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving morphine 10 mg/ml at 4.746 mg/day via an implantable pump for non-malignant pain. It was reported that a pump intrathecal medication discrepancy occurred at pump refill on (B)(6) 2017 and (B)(6) 2017. The expected and actual volumes were not reported. The device diagnosis was 'pump underinfusion'. A catheter access port (cap) contrast study was performed on (B)(6) 2017 and results were 'normal functioning catheter and pump'. The etiology of the event was noted as possibly related to the device (pump, catheter) or therapy and not related to the implant procedure. The outcome was indicated to be 'unresolved with no further action planned'. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the expected reservoir volume was 4.5 ml and the actual reservoir volume was 9.5 ml. It was noted the discrepancy remained undetermined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was b)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient continued to have discrepancies at pump refills. It was noted on (B)(6) 2017, the estimated volume was 2.4 ml and the actual was 7ml. On (B)(6) 2017, the estimated volume was 3.5 ml and the actual was 6 ml. On (B)(6) 2017, the estimated volume was 6.8 ml and the actual was 9.5 ml. The last discrepancy occurred on (B)(6) 2018 with the estimated volume being 4.5 ml and the actual volume being 8 ml. A catheter access port (cap) contrast study was performed on (B)(6) 2018 and the results were it meds discrepancy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study updated the event date to (B)(6) 2016. It was noted a catheter access port (cap) contrast study was performed on (B)(6) 2016 and (B)(6) 2018 with both results being normal functioning catheter and pump. Volume discrepancies were noted on (B)(6) 2016 (5.1ml expected, 10ml actual), (B)(6) 2016 (1.6 expected, 2 ml actual), (B)(6) 2017 (6.4 ml expected, 11.5 ml actual), (B)(6) 2017 (4.5ml expected, 9.5ml actual), (B)(6) 2017 (2.4ml expected, 7 ml actual), (B)(6) 2017 (3.5ml expected, 6 ml actual), (B)(6) 2017 (6.8ml expected, 9.5ml actual), (B)(6) 2018 (4.5ml expected, 8ml actual), (B)(6) 2018 (2.9 ml expected, 7ml actual). The dose of the morphine the patient was receiving was updated to 4.499mg/day.